Manufacturer narrative:
(B)(4). This complaint is for a report of a user error . The patient reused a solution bag during therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a check supply line which occurred on home choice (hc) during use. The home patient (hp) stated that she had restarted the setup but was still using the same bags of solution.the baxter technical service representative (tsr) advised the hp to cycle power and restart with all new supplies. The hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.